Event description:
During an implant attempt of the subject device, connection problems with the ventricular channel were reported by the physician. The physician indicated that there was not the feeling of full insertion of the screwdriver into the set-screw cavity. When turning the screwdriver, the set-screw was properly engaged. A second attempt was made by removing the screwdriver and reinserting it, but proper engaging with the set-screw was not possible. The physician tightened the set-screw and indicated that clicking of the screwdriver was obtained including presence of pacing spikes. A lead pull test did not result in removal of the lead. When the device was placed in the pocket, undersensing of p wave was observed with frequency. The atrial lead was disconnected and psa measurement were determined to be stable, so the lead was re-connected. Oversensing in the ventricular channel was suspected by the physician, so the lead was disconnected and measured by a psa with normal values. Proper connection of the lead with the device was not possible, therefore, another device was implanted instead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.